Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018 the reporter contacted animas alleging a power issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 28-feb-2018 device evaluation: the device has been returned and evaluated by product analysis on 21-feb-2018 with the following findings: a review of the black box showed no evidence of power on reset events. The battery compartment and cap were undamaged and fit securely. The battery cap was fastened and unscrewed a half turn with no reboots. The rewind, load, and prime steps were performed successfully. No power interruptions occurred during investigation. The pump cover was removed to find no intermittent condition to the power printed circuit board. The power complaint was unable to be duplicated during investigation.